Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse replaced a broken pinch valve (vl48b) below the differential mixing chamber which resolved the active leak. The fse also replaced the associated actuator and connector as part of incidental service. The instrument performance was verified. Multiple patient samples were run and all controls were within specifications following the repair. Failure mode was attributed to a broken pinch valve (vl48b). (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was a blood and diluent leak of approximately 10 ml from the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, protective eyewear and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the reported event. No death or injury is attributed to this event and there was no change to patient treatment.